Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's different blood glucose value were 40 mg/dl, 41 mg/dl and 150 mg/dl to 160 mg/dl and also 55 mg/dl and 200 mg/dl. The customer did not provide details regarding symptoms and treatment of low blood glucose. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.